Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. Gross visual evaluation: "it was reported that the customer opened one box and saw a defective catheter, checked the others in the box, they were all the same, so he threw that box away" , this is considered inconclusive since no sample was returned to evaluate for non-conformities. The coude curve aligned with the coude indicator notch. The customer stated that the print on the packaging was an off color from the usual packaging; no abnormalities were noted on the packaging, and it is unknown how the catheter was being stored. The customer stated that they would be terribly uncomfortable to use and seem like they could hurt someone if they tried to use it; therefore, this investigation is considered customer preference. Dimensional evaluation: using a french gauge, all catheters were confirmed to be 16fr. The overall length of the catheters was measured and found to be within specification: catheter 1- 15.75",catheter 2 - 15.75",catheter 3 - 15.72",catheter 4 - 15.75",catheter 5 - 15.81",catheter 6 - 15.87",catheter 7 - 15.75",catheter 8 - 16.00",catheter 9 - 16.00",catheter 10 - 15.87". A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that customer got 3 boxes of 12 intermittent catheters that were defective all the same lot. Customer stated that the end of them was curl over and were very hard. Customer also mentioned that up at the top they were shorter in the packaging, 2 inch shorter than usual. Up at the top of the catheter, the outlet part there were a large bump on it. So, insertion would be difficult because of the hard curl end. Customer request replacement for the defective product. Per follow up via pone 08jun2023, customer stated that they did not use the catheters, they saw the defect before use and wanted to inform the company of the affected lots. Per notification from investigator on 31jul2023, during sample evaluation it was found that the scratch found on the shaft close to the funnel of catheter. Per additional information received via sample form on 20jun2023, it was reported that customer opened one box and saw a defective catheter, checked the others in the box, they were all the same, so he threw that box away. Stated that the next box was fine and then they got another box of defective catheters and stated that these were shorter than they should be. The tips were curled and the hole in the tip was much further up the catheter than it should be and they ware harder and less pliable than they should be. The outlet end had a bump on the outside. Stated that they also noticed that the print on the packaging was an off color from the usual packaging and they went through all their remaining boxes, and these were the only ones, and they were all the same lot number. Stated that they would be terribly uncomfortable to use and seem like they could hurt someone if they tried to use it, and this was the remainder of two boxes and could see the flaw through the packaging. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that customer got 3 boxes of 12 intermittent catheters that were defective all the same lot. Customer stated that the end of them was curl over and were very hard. Customer also mentioned that up at the top they were shorter in the packaging, 2 inch shorter than usual. Up at the top of the catheter, the outlet part there were a large bump on it. So, insertion would be difficult because of the hard curl end. Customer request replacement for the defective product. Per follow up via pone 08jun2023, customer stated that they did not use the catheters, they saw the defect before use and wanted to inform the company of the affected lots. Per notification from investigator on 31jul2023, during sample evaluation it was found that the scratch found on the shaft close to the funnel of catheter. Per additional information received via sample form on 20jun2023, it was reported that customer opened one box and saw a defective catheter, checked the others in the box, they were all the same, so he threw that box away. Stated that the next box was fine and then they got another box of defective catheters and stated that these were shorter than they should be. The tips were curled and the hole in the tip was much further up the catheter than it should be and they ware harder and less pliable than they should be. The outlet end had a bump on the outside. Stated that they also noticed that the print on the packaging was an off color from the usual packaging and they went through all their remaining boxes, and these were the only ones, and they were all the same lot number. Stated that they would be terribly uncomfortable to use and seem like they could hurt someone if they tried to use it, and this was the remainder of two boxes and could see the flaw through the packaging. No medical intervention was reported.